Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (4 mg/ml at 0.63 mg/day) via an implanted pump for an unknown indication for use. It was reported that there was a pressure ulcer at the pump site. It was reported that the external/patient factors that may have caused or contributed to the event is the patient is wheelchair bound. Wound care was attempted to resolve the ulcer but the tissue continued to breakdown. The pump was replaced and moved to the left flank. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 197 pounds. The patient's medical history was asked but unknown.